Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the initial valve, 14f esheath plus, and 23mm commander delivery system were prepped as usual. The valve would not advance out of sheath. The system was removed. A second system was prepped using initial valve and advanced into a new 16 fr sheath. Flouro showed a bent strunt on the first valve, most likely due to excessive push force on initial insertion. The entire system was removed. A second 16 fr sheath was advanced without difficulties. A third delivery system was prepped along with a second valve. This new system with valve was advanced without difficulties and the valve was deployed per usual without complication. The patient was alert and awake and left procedure area without complications. There was no patient injury. Per the fcs, the physician did not say that the device failed. Per clarification, the second sheath (16f) was used without problems, during valve alignment, a bent strut was seen on fluoro. This valve was pulled back into the sheath and the entire system, including the sheath was removed. There were no withdrawal issues.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the evaluation of the returned device. The device was returned for evaluation. Per evaluation of the returned valve, one bent strut was observed and the frame was distorted. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information suggests patient factors (calcification) and/or procedural factors (excessive manipulation/high push force) likely contributed to the event as it was reported, ''flouro showed a bent strunt on the first valve, most likely due to excessive push force on initial insertion'' and ''it was a result of patients anatomy/calcium.''. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.